Event description:
Customer reported of getting erroneous low patient results for sodium and potassium on cell 2 of their au5800 clinical chemistry analyzer. The erroneous results were reported outside the laboratory and later amended. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer troubleshoot the au5800 clinical analyzer over the phone. The cts advised customer to perform enhance cleaning, check tubing's for buildup and replace o-ring at the front of electrode stack. The customer performing enhance cleaning and replaced the o-ring on the electrode stack which resolved the issue. No further issues were noted. The system returned to normal operation. The beckman coulter identifier is (B)(4).